Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. It was unable to verify the failed battery test or low transmitter alarm due to the button/keypad anomaly. Moisture damage found on the electronics. The device was also received with cracked display window corner, cracked reservoir tube lip and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump alarmed button error after it was submerged in a swimming pool. Customer's blood glucose value was 7.2 mmol/l. The customer removed the battery for 2 days and stated that it alarmed failed battery test and low reservoir. Customer explained the battery alarm was due to inserting an old battery and the insulin pump seemed to be functioning. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.